Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Functional testing was undertaken, and the device did not perform as expected. The device case was removed to facilitate inspection and testing of the internal components. High powered visual inspection found that the battery insulation liner did not completely insulate the battery, resulting in the battery case making contact with the device case. This resulted in the reported clinical observations.

Event description:
It was reported that during a routine device replacement procedure, this pacemaker was implanted and was connected to the existing leads. The newly implanted device paced in bipolar configuration but as soon as it was programmed to unipolar, the device stopped pacing. No noise or oversensing was seen to indicate pacing inhibition. The device was programmed back to bipolar configuration, and it paced again successfully. The device can was in the pocket and all impedances were within normal limits for both unipolar and bipolar pacing when able to be tested (the patient had a slow underlying rhythm at just over 30 beats per minute to be able to make these measurements). Device header connections were checked and removed and replaced and setscrews retightened - still same issue. Leads were then disconnected from the header and attached to a model 3300 psa. Both atrial and ventricular leads paced successfully in both unipolar and bipolar configurations with the psa cables and lead impedances in both unipolar and bipolar configurations were within range and similar to those determined using the old device. Since lead impairment had been excluded due to successful and normal measurements obtained, via the psa, a replacement l331 device was taken and connected to the leads. The device acted exactly as expected and pacing successfully observed in both unipolar and bipolar configurations with values for sensing, impedance and threshold within range and comparable to historical measurements determined using the device that was being replaced. The device that appeared to have an issue pacing in unipolar has been retained and is going to be returned to st paul for full technical analysis. The replacement device had no issues. No adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that during a routine device replacement procedure, this pacemaker was implanted and was connected to the existing leads. The newly implanted device paced in bipolar configuration but as soon as it was programmed to unipolar, the device stopped pacing. No noise or oversensing was seen to indicate pacing inhibition. The device was programmed back to bipolar configuration, and it paced again successfully. The device can was in the pocket and all impedances were within normal limits for both unipolar and bipolar pacing when able to be tested (the patient had a slow underlying rhythm at just over 30 beats per minute to be able to make these measurements). Device header connections were checked and removed and replaced and setscrews retightened - still same issue. Leads were then disconnected from the header and attached to a model 3300 psa. Both atrial and ventricular leads paced successfully in both unipolar and bipolar configurations with the psa cables and lead impedances in both unipolar and bipolar configurations were within range and similar to those determined using the old device. Since lead impairment had been excluded due to successful and normal measurements obtained, via the psa, a replacement l331 device was taken and connected to the leads. The device acted exactly as expected and pacing successfully observed in both unipolar and bipolar configurations with values for sensing, impedance and threshold within range and comparable to historical measurements determined using the device that was being replaced. The device that appeared to have an issue pacing in unipolar has been retained and is going to be returned to st paul for full technical analysis. The replacement device had no issues. No adverse patient effects were reported.